Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope started flickering, it would get bright and then dim and put pixels on the screen. This issue occurred during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.